Event description:
The patient reported that his v-go fell off, on two different occasions, first time was about 4 weeks ago, and the last incident happened on (B)(6) 2019. Patient stated that the v-go's were applied to his abdomen, properly prepped the site and fell off after 6 hours of being applied. Patient stated that he discarded the 2 v-go's